Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported his right hip was revised due to pain, pseudo-cyst, elevated cobalt levels (reported at 1.4 in 2016), , muscle and tendon degradation. Patient reports that the liner and femoral head were revised.